Event description:
The pt developed erythema, induration, and pruritus at the treatment sites three weeks after being treated with bovine collagen. The physician diagnosed allergic reaction and treated with topical cortisone cream and intralesional kenalog.